Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-41-dead battery. (B)(4). Note: manufacturer contacted customer in a follow-up call in order to ensure that the replacement products resolved the initial concern and to ensure the customer's condition since the initial call: customer had a doctor's appointment and states the doctor prescribed her a different medication, however, has not picked it up yet since she is waiting on her insurance to approve coverage. Customer continues to have symptoms (did not pick up medication as of yet). Customer received the replacement product and is very satisfied with the test results.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of blurry vision. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 07/13/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Meter does not turn on when the button is pressed or when strip is in the meter. Strip was inserted correctly and battery was inserted correctly. Customer states she has a doctor's appointment today to discuss her type of diabetes. Customer believes it is getting worse and she may need more medication.